Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient later reported a recurrence of pain symptoms. The surgeon determined that the superior positioned implant was loose while the other implants were solidly fixed in bone. The surgeon did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant and replaced it with a wider implant of the same type using the explant void. He then installed an additional implant of the same type in more anterior position. The status of the patient following the revision procedure is not known.